Event description:
A report was received that the patient's ipg would not hold a charge and was no longer working. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient's ipg would not hold a charge and was no longer working. The patient will undergo an ipg explant procedure.